Event description:
The customer called to report high bgs. Advised the customer to change the entire set and site. The customer set the auto off alarm for tewlve hours by accident. Later the customer called back and informed that they were admitted to the hosp the day before the call. The customer stated that they were throwing up and extremely dehydrated. The customer was administered regular insulin via IV. All the pump paramenters were correct and the insulin exited during prime. The pressure test was not performed due to the lack of clamp. The customer also mentioned that they have a sore throat and are taking antibiotics. Instructed the customer to disconnect from the pump until pressure test is is done.